Event description:
Heal-laa study. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 26 mm. There were no patient complications that were reported to have occurred. The patient was discharged on aspirin and clopidogrel. Twenty-four (24) days post index procedure, the patient presented to the emergency room with stroke-like symptoms and chest pain. Angiography without revascularization, computed tomography (CT) scan, diagnostic catheterization, echocardiogram, and x-ray was performed as diagnostics for the event. The patient was diagnosed with non-st-elevation myocardial infarction (nstemi). The patient's medication regiment was adjusted as a result of this event. The patient was recommended to discharge home only on low dose of eliquis, and to stop aspirin and plavix. Three (3) days later the patient was discharged. Thirty-five (35) days post procedure the patient presented to the emergency room due to back pain and black tarry stools. Lab tests were performed, and the patient was diagnosed with bacteremia. The patient was hospitalized for further evaluation and treatment. CT scan was performed for the back pain, which revealed multilevel degenerative changes of the lumbar spine. Two (2) days later, the patient's mental status overall was lethargic. CT of the patient's head was performed, which revealed no acute intracranial abnormality. Small subacute infarct left splenium, and no hemorrhagic conversion. The patient was initiated on IV keppra for suspected focal seizures with improvement in symptoms. Thirty-eight (38) days post procedure, the patient had some right shoulder movement that appeared to be involuntary which was concerning for seizure-like activity. MRI of the cervical spine showed diffuse heterogeneous bone marrow signal intensity of uncertain etiology. Posterior disc osteophyte complex with minimal flattening of anterior thecal sac at c3-4. No high-grade central canal or neural foraminal narrowing. No acute fracture. MRI of the lumbar spine showed convex left scoliotic curvature lumbar spine with multilevel degenerative disc changes as above. Heterogeneous bone marrow signal intensity is present unchanged, nonspecific fluid signal intensity in the disc spaces at l2-3, l3-4, and l4-5. There is no associated endplate destruction or signal abnormality. On the same day, MRI head was performed, which revealed scattered areas of restricted diffusion involving both cerebral hemispheres, the cerebellum, and corpusculum most consistent with areas of acute to subacute infarct. Given the involvement of multiple vascular territories this suggest an embolic process, scattered small areas of enhancement including the left basal ganglia, right thalamus, and left frontal cortex, these areas of enhancement are nonspecific and could reflect enhancement of subacute infarcts. The patient was started on 24-hour eeg and began keppra 500 mg ivp twice daily. Forty (40) days later the repeat MRI was performed which revealed small subacute infarct left splenium with no hemorrhagic conversion. The patient was diagnosed with having a cerebral vascular accident. The patient remains hospitalized for these events.